Event description:
It was reported that during a device change out, externalized conductors were observed via fluoroscopy. The lead was capped and replaced. The procedure was completed without complications. .

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.